Manufacturer narrative:
Date sent: 06/21/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, the clips were scissored and the device jammed. Another device was used to complete the case. No pt consequences were reported.